Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient's incision sites dehisced. Antibiotics were given and a wound vac was applied to the sites. The patient is now recovering with an antibiotic cream and wet to dry dressing, and is currently using their device to find effective pain relief.